Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown cause. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown cause. A new rv lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received indicates that this right ventricular (rv) lead was surgically abandoned due to high threshold. Additionally, the patient experienced a heart rate of 30 beats per minute (bpm) and went to the emergency room (ER). No additional adverse patient effects were reported.